Event description:
The customer reported via phone call that the insulin pump alarmed motor error as well as no delivery, both multiple times. The customer's blood glucose was unknown. The customer explained that the motor error alarm occurred during basal delivery. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.